Event description:
I was told that breast implants were safe. I had a breast augmentation in (B)(6) 2003 ¿ mcghan saline under the muscle. In 2006, began to develop breast implant illness ¿ a host of symptoms and medical conditions that progressively have gotten worse over the years. Diagnosed with hypothyroidism, hashimoto¿s thyroiditis, gluten intolerant, migraines, chronic inflammation, joint pain ¿ hip, neck, lower back, shoulder blades; swollen lymph nodes ¿ upper neck to back of skull; numb hands, thinning hair and eyebrows, brain fog, leaky gut, weight gain, alcohol intolerant, fatigue. (B)(6) 2015 tested for mold toxicity ¿ c4a level range was 11385 (high). I progressively get sicker and sicker as time goes by. I¿m scheduled to explant in (B)(6) 2019.